Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a left hip revision due to femoral implant fracture. The stem, head, and liner were revised. The cup was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00801803603 lot# 63215267 femoral head sterile product do not resterilize 12/14 taper cat# 00630505636 lot# 63203917 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.